Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. A complete lead was returned in one piece for analysis. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold resulting in loss of capture at high outputs. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.